Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0.21 voltage. A pairing/download test with nordic bluetooth device was performed and passed. There was no data log available to review. A bin file analysis was performed and no fatal errors were found. Confirmation of the complaint was not confirmed via product. A probable cause could not be determined. No injury or medical intervention was reported.